Event description:
It was reported that a cayman screw fractured during screw insertion into the plate. A piece of the screw remains in the patient's body. The procedure was completed successfully with a 15 minute surgical delay.

Manufacturer narrative:
An x-ray was provided and confirmed the screw fracture within the patient. Dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot or catalog number was not provided and could not be obtained. The patient's bone quality was described as "very hard bone." The most likely root cause of the event is the use of excess force during placement of the screw.

Event description:
It was reported that a cayman screw fractured during screw insertion into the plate. A piece of the screw remains in the patient's body. The procedure was completed successfully with a 15 minute surgical delay.